Manufacturer narrative:
The sample was returned for investigation. The lumen was found to be partially blocked, therefore the complaint report is confirmed. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. After cleaning the device the blockage was removed and light passed through both sides of the restriction unit. Since the blockage was removed after cleaning the device, there is no indication for manufacturing related factors that could cause the blockage and it seems that the blockage was formed after the product left the manufacturing plant. The root cause could not be conclusively determined since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and email. A completed questionnaire was received 02/24/2016. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a shunt was implanted and then as the surgeon was viewing the shunt under the microscope, he observed that there was no filtration of fluid going through the port in the shunt. He removed the shunt and under the microscope he could see the shunt was blocked and the eye pressure did not seem to be decreasing. Another shunt was implanted at that time, and the surgeon could tell that it was filtering right away. There was no harm to the patient.